Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was a patient injury and the patient had fallen on the (B)(6)prior to the report around 4 or 5 am. The patient reportedly started to have terrible pain where the unit was on (B)(6) prior to the report. It was noted that the pain was not consistent and that it hurt and felt like needles in them when they would turn and move in a certain way. The patient reportedly went to the emergency room and had an x-ray and they said everything looked normal to them. It was further noted that the patient had their device off and they still had pain when they moved in a certain way. Additional information has been requested, but was not available as of the date of this report.